Event description:
Following the information provided the patient was placed on enterprise 5000x bed and a mattress, with third party komfitilt rotating accessory under a mattress. Left side rail on bed was lowered when patient had fallen out of bed. The bed was at lowest height setting at that time. There is no indication of any injury sustained to date.

Manufacturer narrative:
The investigation is in progress. The conclusions will be provided within the follow-up report once investigation is completed.

Event description:
Following the information provided the patient was placed on the enterprise 5000x bed with a nimbus mattress on it. Under the mattress, a third-party tilting device komfitilt was placed. The leg side rail was lowered when the patient fell down from the device. There is no indication of any injury sustained. At the time of event the bed was in the lowest position. Despite multiple attempts no further information were made available by the customer.

Manufacturer narrative:
Based on the available information it is most likely that the root cause of the complained scenario is use error. The information provided suggests that most likely a third-party turning device komfitilt was activated under the patient when the bed side rail was not locked in raised position. It is most likely that the patient fell out of the bed during rotation. The bed was in its lowest position at that time, which mitigates the risk of injury as a result of fall. The quick user guide for vikta komfitilt (found published on the internet) includes the following statement related to the usage of the device: "before switching the komfitilt on. If bed rails are required ensure they are up ". The instructions for use for enterprise 5000x (746-577-en rev. 17) includes the following information related to patient falls: - "to reduce the risk of injury due to falls, lower the bed to the minimum height when the patient is unattended". The enterprise 5000x is equipped with side rails, which purpose is to limit the possibility of unintentional patient's exit from the bed. It can be achieved by locking them in an upright position. In summary, the customer acted with caution by lowering the bed to the lowest position before activating turning function, however did not raise the bed side rail as instructed by the komfitilt user guide. The root cause of the fault is considered a use error. Arjo device was used for a patient treatment when the event occurred and from that perspective it played a role in the event. The device was performing as intended. There is no indication of any arjo device malfunction. This complaint is deemed reportable due to allegation of patient's fall from the bed.